Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the metal connected to the tip was bent and the instrument could not be connected to the system. The instrument was removed and replaced with a backup. No fragment fell into the patient. The instrument was not used on the patient. Isi followed up with the initial reporter and obtained the following additional information: yes, it was broken before use to the patient. No, there was no report of fragments falling from the device while used within a patient. No, the patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have broken electrical contacts. The complaint was confirmed by failure analysis.